Manufacturer narrative:
Devices not returned.

Event description:
It was reported that allegedly one of the patient's magec rod was not lengthening after over three (3) years of implantation. Patient was near to the end of the length and capable of being accomplished with the current magec rods. It was proposed that he still had evidence of significant thoracic height to be gained. Therefore, the physician revised the magec rods placing new rods without incident.

Event description:
It was reported that the patient's initial implant was on (B)(6) 2015, and after serial lengthening every 2 months achieving nearly 50% correction of the spinal deformity. The last several attempts to lengthen the rod, there has been no change in the length of the rod. Patient is near to the end of the length and capable of being accomplished with the current magec rods. It was proposed that since his triradiate cartilage is opened and he still has evidence of significant thoracic height to be gained, rather than changing over to a complete final fusion that we should continue growing rod and continue serial lengthening until completion of skeletal maturity. Therefore the physician proposed to exchange (B)(6) 2019 the current magec rods placing new rods in standard offset configuration. Implant date: (B)(6) 2015. Explant date: (B)(6) 2019.

Manufacturer narrative:
A visual inspection of the returned rods revealed to be partially distracted. The rods were functional tested and could not be distracted and retracted using the manual distractor and/or erc. The rods were cut open and debris build up was found, which may have caused the reduced functionality. A review of the lot history record for the device revealed that the rods met all of the required quality inspections and that the products were released within specifications.